Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after opening the box for the mobile reader, the patient had a reaction from the odor and it felt like the patient's lips were swelling although they were not swollen. The patient also reported that when taking the monitor out of the box, the patient started getting mild electricity in the hands and when inhaling it could be felt in the body. The patient noted that going into the clinic to have the device checked does not give the patient any reaction. The patient reported having the same reaction to other electronics. The patient was referred to the clinic to discuss and will be returning the monitor. No further patient complications have been reported as a result of this event.